Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a patient disconnecting during therapy without using a flexi cap was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was due to use error, the patient did not properly disconnect from the homechoice system. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding disconnecting during therapy without using a flexi cap, which occurred on the homechoice during use during dwell 1 of 5. The registered nurse (rn) stated that the patient disconnected during therapy and the caregiver reported that the heater bag still had solution in it. The rn asked if the patient could continue therapy. The baxter technical service representative (tsr) asked the rn if the patient used a flexi cap on the patient line. The rn stated no. The tsr explained that the patient would have to start over with all new supplies. The rn asked how to end therapy. The tsr explained the end of therapy procedure to the rn. The rn stated that they would assist the patient with ending therapy and explain that the patient would have to start over with new supplies. The rn would go over to the patient's home after that. The tsr recommended the patient watch the initial drain volume to make sure they drain out the solution they filled with. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted a rn on (B)(6) 2011 regarding the reported event. The rn reviewed the patient's chart and found that the patient's caregiver was contacted on (B)(6) 2011 by the nurse who had called the technical service center and the caregiver was informed of the proper procedures. The patient was able to resume therapy with new supplies at that time. The rn stated that the patient was no longer performing peritoneal dialysis and had switched therapy modalities. No further information was provided.